Event description:
It was reported that this right atrial (ra) lead exhibited undersensing intrinsic p-waves. The physician reports they will be getting a cxr tomorrow when the patient comes to the clinic and there is no evidence of malfunction. Additional information received indicated that the device oversensed the noise of this ra lead. Subsequently, a revision procedure was performed and the device was explanted and replaced. No additional adverse patient effects were reported.